Event description:
A patient reported experiencing inaccurate high results with a surestep meter. The patient's blood glucose result was meter 205 mg/dl and lab 165 mg/dl. Tests were done within 5 minutes with a difference of 24%. Patient did not experience any adverse events. No further information has been reported.